Manufacturer narrative:
The large hem-o-lok clip applier instrument was returned and the instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. No grip misalignment was observed. The grips clip test was performed and failed. The clip was not able to successfully clip onto the tubing. Failure analysis also found the secondary failure of broken input disk hairline cracks were found on grip input shafts. Input disk #6 was found broken into pieces inside of the housing. This type of failure is typically associated with mishandling/misuse.

Event description:
It was reported that during central processing, the large hem-o-lok clip applier instrument had an unknown issue. The reporter had no information to provide. There was no report of patient involvement.